Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that insulin pump was not working properly yet it did not alarm, and that she ended up in the ER with high blood glucose levels. The patient's blood glucose value reached as high as 600 mg/dl. The customer changed her insertion site three times, changed to a new bottle of refrigerated insulin, and was in contact with her endocrinologist on a daily basis, but none of their pump inspection or diabetes treatment worked to control her blood glucose. During a later call, troubleshooting to reprogram the alarms was initiated. A check settings alarm occurred during the first rewind but the alarm was cleared and the customer successfully delivered a bolus. The customer was advised to monitor the pump. No products were returned or shipped.